Event description:
One endeavor sprint rx drug-eluting stent was implanted at the distal rca, no dissection was reported. An attempt was made to implant a stent in the mid rca. However, the stent system failed to cross a proximal stent. This stent was retrieved successfully. One endeavor sprint rx drug-eluting stent was implanted at the mid rca. It is reported that a dissection occurred before stent implantation.

Manufacturer narrative:
(Secondary intervention, stent implanted) - eval: (dissection).